Event description:
A doctor alleged that six (6) patients had experienced the black specks within their restorations after light curing with the sonicfill material. This is the sixth of six (6) reports.

Manufacturer narrative:
Although the doctor identified two (2) shades associated with the black specks, he could not verify which lot was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4859240 and 4874468. Specific patient information with regard to gender, age and weight was not provided. The doctor removed the sonicfill restoration and repeated the procedure during the same visit, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, an appearance test of the retain sample was performed, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process.